Event description:
It was reported the patient presented remotely. Upon review of the transmission, it was observed the patient's atrial lead was undersensing atrial fibrillation, and did not mode switch appropriately. The lead also had a high capture threshold. No intervention was performed. The patient was stable.